Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that infusion set tubing developed bubbles that blocked insulin flow. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from Technical Support and no additional information was received regarding further actions or outcomes.